Event description:
The company was informed that the pt has been diagnosed with meningitis. Advanced bionics is in process of gathering more info; once more info is available, a supplement report will be submitted.